Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single-lumen umbilical vessel catheter (uvc). The customer reports that the catheter is bent just above the "wings" at the piece of the catheter that is at the luer lock. The customer further reports that the catheter is leaking. The customer reports that cloride hexidine was used to clean the area prior to insertion. The area was completely dried prior to insertion. The catheter was not difficult to handle during insertion and was not difficult to secure. The uvc was secured by using suture around the base of the umbilical cord. The uvc was inserted (B)(6) 2013 and was inserted in the umbilical artery. The uvc was on continuous feed with 0.5 ml saline per hour. The uvc was removed (B)(6) 2013 and was not replaced. The status of the patient is okay.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.